Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of continu-flo solution set was separated from the drip chamber which resulted in a leak. The event occurred 22 hours into a parenteral nutrition infusion with an eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag and connected to an unspecified infusion pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and revealed a disconnection between the tube and the chamber. The reported condition was verified. The cause of the condition was a manufacturing related issue during the manual assembly process step. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.